Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: please describe and state location of the perforation: into the myometrium'), pelvic pain ('pain:pelvic/pain/right side pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "hard time implanting coils". The patient's medical history included blood in urine, per vaginal bleeding, haemorrhage nos, bacterial vaginosis, onychomycosis, cervical dysplasia, lymphadenitis, grand multiparity, smear cervix abnormal and anxiety. On (B)(6)2014: urine pregnancy test: negative. Previously administered products included for an unreported indication: mirena from 2009 to 2014. Concurrent conditions included dizziness, iron deficiency anemia, arthralgia, perineal pain, endometriosis of uterus and hydatid cyst. Family history included coronary disease and hypertension. Concomitant products included medroxyprogesterone acetate (depo provera) since 2014. On (B)(6)2014, the patient had essure inserted. On (B)(6)2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal"), back pain ("back pain/left side back pain") and neck pain ("neck pain"), 1 year 7 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergic or hypersensitivity reaction type: not listed"), dermatitis contact ("rash/skin condition"), dermatitis allergic ("allergic or hypersensitivity reaction type: not listed"), vaginal infection ("vaginitis"), vaginal discharge ("vaginal discharge / lots of mucus"), fatigue ("fatigue"), vertigo ("vertigo"), endometriosis ("endometriosis"), cervicitis ("mild chronic endocervicitis"), adenomyosis ("adenomyosis"), anxiety ("anxiety"), depression ("depression"), spinal pain ("entire spine pain") and arthralgia ("hip pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on(B)(6)2016. At the time of the report, the uterine perforation, hypersensitivity, vaginal infection, vaginal discharge, anxiety, depression and spinal pain outcome was unknown, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, dermatitis contact, dermatitis allergic, fatigue, vertigo, endometriosis, cervicitis and adenomyosis had resolved and the back pain, neck pain and arthralgia was resolving. The reporter considered abdominal pain, adenomyosis, anxiety, arthralgia, back pain, cervicitis, depression, dermatitis allergic, dermatitis contact, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, hypersensitivity, neck pain, pelvic pain, spinal pain, uterine perforation, vaginal discharge, vaginal infection and vertigo to be related to essure. The reporter commented: the patient had received treatment for all the aforementioned events. Current weight as of (B)(6)2019: 142 lbs. Approximate weight at the time of essure placement 139. In the left side essure was placed and 4 coils present and there was 1 coil present on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. Hysterosalpingogram - on (B)(6)2014: ( as per pfs): results: total bilateral occlusion. ( as per mr): impression: the essure micro insert is appear to be appropriately positioned and the fallopian tubes appear occluded.. Pathology test - on 02-jun-2016: final diagnosis result: 1. Uterus, fallopian tubes, total hysterectomy, bilateral salpingectomies: -- uterine cervix with chronic endocervicitis. -- proliferative endometrium -- superficial adenomyosis. -- leiomyomata uteri. - unremarkable uterine serosa. -- bilateral fallopian tubes containing surgical hardware (essure coils). 2. Peritoneum, right uterosacral, biopsy: -- endometriosis.. Ultrasound scan - on (B)(6)2016: impression: the patient with onset of pelvic pain. It seemed to occur after the essure coils were placed. The back pain occurred afterwards as well, but seems to be somewhat better. Given the findings on the examination, on the hsg by history I think it is plausible that her right-sided pain could be due to the essure coil.. Ultrasound scan vagina - on (B)(6)2016: essure coils appear in a fairly typical presentation in an anteverted uterus.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: pfs & mr received : events - vaginitis, vaginal discharge, back pain, neck pain, anxiety, depression, perforation: please describe and state location of the perforation: into the myometrium, entire spine pain, hip pain and hard time implanting coils were added. Event rash and skin disorder was replaced with the event: contact dermatitis. Event outcome was added for the events: hip pain, back pain, neck pain. Concomitant drug, condition, historical conditions were added. Lab data and reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain:pelvic') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain: abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), fatigue ("fatigue"), vertigo ("vertigo"), endometriosis ("endometriosis"), cervicitis ("mild chronic endocervicitis") and adenomyosis ("adenomyosis"). The patient was treated with surgery (bilateral salpingectomy and partial hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, rash, skin disorder, fatigue, vertigo, endometriosis, cervicitis and adenomyosis had resolved. The reporter considered abdominal pain, adenomyosis, cervicitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, pelvic pain, rash, skin disorder and vertigo to be related to essure. The reporter commented: the patient had received treatment for all the aforementioned events. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received : previously reported event of ¿injury¿ was replaced with pain: pelvic. Additional new events were added - dysmenorrhea (cramping), pain: abdominal, dyspareunia (painful sexual intercourse), abnormal bleeding (general), rash/skin condition, fatigue, vertigo, endometriosis, mild chronic endocervicitis and adenomyosis. Essure indication was amended. Reporter, demographics and essure removal date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.